Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report falsely depressed igf-I results that were obtained on patient samples on an immulite 2000 xpi instrument. Quality controls (qcs) recovered within ranges on the day of the event. The adjustment in use on the day of the event had slope and intercept values which were in line with historical adjustments on the instrument and similar to the adjustments on the other instrument which was used to for repeat testing. The qc for all assays were within ranges and no errors or flags were identified for the instrument which would indicate a possible cause of discordant results. The customer evaluated other assays performed during the period when the falsely depressed igf-1 results had been observed and it was determined that only the igf-1 assay was impacted. The limitations section of the immulite 2000 igf-I instructions for use (IFU) states: " for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens is investigating.

Event description:
The customer reported the observation of falsely depressed igf-I results obtained on patient samples on an immulite 2000 xpi instrument (s/n: (B)(6)). The patient samples were repeated on an alternate immulite 2000 xpi instrument (s/n: (B)(6)). The repeat results were higher than the initial results. The repeat results were considered correct, and for 1 patient sample a rectified report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed igf-I results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2025-00112 on 11-jun-2025. Additional information 12-sep-2025: siemens healthineers evaluated the data provided. As immulite 2000 igf-I was the only assay affected, sample and/or reagent handling or a behavior associated with a single reagent pack cannot be ruled out. Additionally, the system files were evaluated. There was a single level sense error associated with the sample, but when the sample was reran it level sensed correctly. The following error messages were observed around the same time that the sample was tested, but did not occur on the specific sample: there was a tube indexer error where the instrument waits for a quarter of a second and attempts to complete the move and, if successful, the instrument continues. The spy file indicates that the instrument continued successfully. There was an unexpected increase observed in the reagent encoder value, which indicates that the reagent probe lowered into the reagent wedge deeper than expected. The following aspiration returned to the expected level of increase for encoder value. Based on the evaluation of the instrument data, a potential for foam and bubbles in the reagent cannot be excluded. Based on the available information, the probable cause of the discordant result is consistent with preanalytical variables. The customer is operational using a backup immulite 2000 system. The immulite 2000 igf-I kit lot 333 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.